Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision reader and further noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced dizziness, nausea, and seizure. The customer was able to self-treat with an insulin injection (dose/type unspecified). Reportedly, a sensor scan of 50 mg/dl was compared to a competitor brand meter result of 500 mg/dl. The length of sensor wear was 3 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.